Event description:
The customer returned the uretero-reno videoscope, which was an olympus asset with no reported complaint. During the evaluation of the device, the service repair technician found corrosion on distal end. The device distal end was replaced. There was no patient involvement, and no harm was reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of corrosion on the devise distal end could not be determined, however, the issue was likely the result of component failure due to repetitive use stress, insufficient device cleaning/reprocessing, and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.